Event description:
It was reported that during a coronary stent procedure of a calcified lad lesion, crossing difficulties were encountered. Another MFR's stent was placed successfully in the first diagonal branch. It was then noted that the plaque shifted to the lad. The physician intended to place the exress2 in the lad, however, he was unable to cross the lad proximal to d1. The delivery/stent device was removed and the physician repositioned the guide wire. He went back down with the express2 and was still unsuccesful at crossing the leison. During removal the stent dislodged from the delivery device. The stent was located and a balloon catheter was used to deploy the stent where it had dislodged. Pt status is listed as "okay".